Manufacturer narrative:
(B)(4). The returned hydratome rx 44 was analyzed, and a visual evaluation noted that the working length was kink in proximal section and the cutting wire was detached, bent and blackened. Additionally, the device was observed under magnification and the cut of the cutting wire was not smooth. A functional evaluation could not be performed due to the condition of the device. No other issues with the device were noted. The reported event of cutting wire break was confirmed. Upon analysis, the working length was kink in proximal section. The failure found could had been generated during manipulation of the device or due to interaction with the endoscope or other devices during introduction into the endoscope. Additionally, the cutting wire was found detached, bent and blackened. Based on the condition of the cutting wire, the failure found could have been caused if the device was not completely in contact with the tissue during energization or if the voltage exceeded the maximum voltage rating. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an hydratome rx 44 was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during procedure, the cutting wire broke. Reportedly, no part of the device was detached inside the patient. The procedure was completed with another hydratome rx 44. There were no patient complications reported as a result of this event.